Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt (B)(4) has been completed. The reported problem (damaged e-belt connector) has been confirmed. Upon evaluation the electrode belt trunk connector was damaged. The cause for the damaged trunk connector cannot be positively determined but was likely the result of excessive force. No adverse event resulted from the damaged connector. The patient received a replacement electrode belt.

Event description:
A (B)(6), male, patient, contacted zoll customer support to report that his electrode belt connector is damaged and he cannot connect it to his monitor. The patient was issued a replacement electrode belt.